Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5. Cm abdominal aortic aneurysm. The aortic neck was short and diseased with moderate angulation. Iliac vessel morphology was not reported. It was reported that after the talent bifurcated stent graft was implanted, a proximal type I endoleak was evident, which was resolved by modeling of the stent graft, and the procedure was completed. Three to four hours post-procedure, the pt's blood pressure dropped, and vessel trauma/dissection proximal to the bifurcated stent graft was noted. The physician elected to intervene by implanting a talent aortic cuff proximally (MFR report # 2953200-2010-01425), which covered the renal arteries and extended up to the superior mesenteric artery; however, the vessel trauma was successfully resolved. No intervention was performed for the coverage of the renal arteries. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results - (arterial trauma/dissection/perforation). (Short, diseased, and moderately angulated aortic neck).